Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose level. Customer reports the insulin pump was off and had no delivery alarm during basal. The insulin pump will not be return for analysis.